Event description:
It was reported that during daily inspection, using a power meter it was found that the console had an output lower than normal. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility, it was found that the energy output was attenuated. The port was dirty, and the focus lens was dusty. The port and all lenses were cleaned, the laser alignment was adjusted. After cleaning the port and all the lenses, the issue was resolved, and the console was within specification and functioning as intended. Therefore, the reported event was confirmed.